Event description:
A report was received that the patient was having pain due to the current pocket sticks out and was uncomfortable since she lost weight. It was reported that the pain got worsen since the patient had a gastric sleeve procedure. The patient was also experiencing difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced per physicians preference. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated and two leads will be added.

Manufacturer narrative:
Correction to the initial MDR in field b1: it should have been product problem correction to the initial MDR in fields b2, b5, f10, and h1.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated and two leads will be added.

Manufacturer narrative:
Additional information was received that no further information could be obtained.

Event description:
A report was received that the patient was having difficulty charging the ipg. The patient will undergo a revision procedure wherein the ipg will be replaced and relocated and two leads will be added.